Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) suffered a myocardial infarction while undergoing ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) reported the patient¿s spouse awoke on the morning of (B)(6) 2023 to discover their husband expired while sleeping (treatment was completed). The patients¿ spouse contacted emergency medical services (ems), who upon their arrival began cardiopulmonary resuscitation (CPR) measures. Ems was able to establish a weak pulse and transported the patient to the emergency room, where they were pronounced dead shortly after. The cause of death (as reported by the nephrologist to the pdrn) was cardiac arrest (primary) secondary to a myocardial infarction due to poor cardiac health (e.g., atherosclerotic heart disease, coronary artery disease). Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The pdrn reviewed the patient¿s final ccpd treatment record and found no alarms or treatment issues. The patient¿s liberty select cycler currently remains at the patient¿s residence and will be scheduled for return.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s serious adverse events of a myocardial infarction and death. The patient¿s pdrn reported the mi was a byproduct of their multiple cardiac comorbid conditions and was unrelated to the utilization of any fresenius device(s) and/or product(s). Myocardial infarctions are a common complication in esrd patients due to their high risk for cardiovascular disease. Very often, the cause is multifactorial in origin; however, cardiac disease is the most predominant. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations or manufacturer¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) suffered a myocardial infarction while undergoing ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) reported the patient¿s spouse awoke on the morning of (B)(6) 2023 to discover their husband expired while sleeping (treatment was completed). The patients¿ spouse contacted emergency medical services (ems), who upon their arrival began cardiopulmonary resuscitation (CPR) measures. Ems was able to establish a weak pulse and transported the patient to the emergency room, where they were pronounced dead shortly after. The cause of death (as reported by the nephrologist to the pdrn) was cardiac arrest (primary) secondary to a myocardial infarction due to poor cardiac health (e.g., atherosclerotic heart disease, coronary artery disease). Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The pdrn reviewed the patient¿s final ccpd treatment record and found no alarms or treatment issues. The patient¿s liberty select cycler currently remains at the patient¿s residence and will be scheduled for return.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The system air leak and valve actuation tests were performed and passed. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a cycler. There were no visual discrepancies found during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) suffered a myocardial infarction while undergoing ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) reported the patient¿s spouse awoke on the morning of (B)(6) 2023 to discover their husband expired while sleeping (treatment was completed). The patients¿ spouse contacted emergency medical services (ems), who upon their arrival began cardiopulmonary resuscitation (CPR) measures. Ems was able to establish a weak pulse and transported the patient to the emergency room, where they were pronounced dead shortly after. The cause of death (as reported by the nephrologist to the pdrn) was cardiac arrest (primary) secondary to a myocardial infarction due to poor cardiac health (e.g., atherosclerotic heart disease, coronary artery disease). Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The pdrn reviewed the patient¿s final ccpd treatment record and found no alarms or treatment issues. The patient¿s liberty select cycler currently remains at the patient¿s residence and will be scheduled for return.